Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced diarrhea and vomiting while the cgm reading was 22.0 mmol/l and the blood glucose reading was 29.1 mmol/l. The patient tried to self-treat with extra boluses of insulin but was eventually brought to the hospital by their spouse. At the hospital blood and urine tests were performed and ketones were noted in the urine. The patient was borderline for diabetic ketoacidosis and received intravenous treatment with insulin. The patient spent 1 night in the hospital and was discharged the next day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.